Event description:
It was reported that, when removing inserter handle, inner shaft broke and was stuck in distal stem.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.